Event description:
It was reported that patient presented in clinic with inappropriate therapy due to lead noise. Noise was reproducible in clinic. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the patient received an additional inappropriate shock. Review of the egm revealed noise on both the atrial and ventricular channels. Gradual decline in hv lead impedances were also observed. The device was disabled. Patient is scheduled for another follow-up, and a decision will be made at that time as to what will done.

Event description:
New information received indicates that the lead was capped. The patient received no complications from the procedure.